Event description:
Additional information received from reporter on (B)(6) 2015, for report number mw5044446. Serial # (B)(4).

Event description:
Caller was implanted with a medtronic adaptive spinal cord stimulator to alleviate back pain on (B)(6) 2013. Right after the implant she started experiencing pain on her feet. The pain was so bad it was worst than before the implant. On (B)(6) 2013 she consulted with another doctor where it was found that the battery has moved and was repositioned. In (B)(6) 2014 she could not take the pain anymore that she turned the stimulator off, and was relieved. That same month met with the implanted doctor who instructed her to turn it back on and she did. In (B)(6) 2014 she finally turned the stimulator off because she could not bear the pain. On (B)(6) 2015 the device was explanted by a neuro-surgeon and she immediately felt relieved from pain.